Event description:
A pt called to report that he has had problems with glare/halow and difficulty reading following bilateral intraocular lens implant surgery. Follow-up was conducted with the implanting surgeon. The surgeon states the pt was fully informed of the risks of glare and halos prior to surgery and that symptoms are lessening. The pt currently complaints of faint halos, decreased contrast sensitivity at night and having to read too close. According to the surgeon, the pt's outcome will ultimately be dependent on his adaptive ability. No intervention is planned. Os--1119421-2006-00117, od--1119421-2006-00118